Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm glidepath d/l catheter, one 8fr dilator, one 12fr dilator along with the kit components were received for evaluation. Visual and functional testing were performed. A small longitudinal line can be seen along the border of distal tip of the 12fr dilator. Deformation is noted on the distal tip of the dilator. Therefore, the investigation is confirmed for the identified deformation due to compressive stress. However, the investigation is unconfirmed for the reported fracture as no evidence is provided to confirm the dilator bifurcation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 03/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter front end was allegedly bifurcated. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during a dialysis catheter placement procedure, the catheter front end was allegedly bifurcated. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.